Manufacturer narrative:
(B)(4). The customer reported that on power up the displays the defib failure cycle power message/instruction and error code 10004. This condition could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. The philips repair bench evaluated the device and confirmed this malfunction, which they resolved by replacing the power pca.

Event description:
The customer reported that on power up the displays the defib failure cycle power message/instruction and error code 10004.